Manufacturer narrative:
Lead model: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012; recharger model: 37754, serial#: (B)(4); programmer model: 37744, serial#: (B)(4); adaptor model: 3550-41, lot#: n317087, implanted: (B)(6) 2012. (B)(4).

Event description:
The patient experienced coupling/communication issues. A recharging session was initiated, but there were zero coupling bars. At no time were there more than 2 or more bars. The patient programmer was able to communicate with the ins. The pocket was considered healed, no swelling, 1 cm deep and parallel to skin. Antenna locate feature gave 78. Multiple rechargers were tried as well. It was confirmed that the patient experienced a loss of therapeutic effect. The ins flipped and the doctor flipped it back. She had a return of therapy. Later on in the day she was not getting pain relief for her leg, back and groin area. She was on group a at 5.65 which gave her painful stimulation in ribs, if she lowered it then no stimulation was felt. She then switched to group b at 1.35 which allowed stimulation in the groin area but no relief for legs. Group b pulse rate was at the maximum. A week and a half later she was not able to adjust stimulation. Repositioning the patient programmer and antenna was unsuccessful. The recharger was able to communicate with the ins which showed 3/4 charged with no coupling bars. She "never had problems getting coupling bars". The patient programmer worked as intended. Additional information has been requested.